Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and a handpiece. It was reported that during a left mastectomy, the surgeon was using a handpiece to cauterize blood vessel by grasping the blood vessel with debakey forceps and touching the tip of the handpiece to the forceps. It was noted that the tip melted and was unusable. It was noted there was a device malfunction, but no adverse event.